Event description:
On april 7th, I had a procedure done called thermiva at my gyn's office to alleviate symptoms of menopause, primarily incontinence and vaginal dryness. Soon after the procedure, I began to experience pain in my lower abdomen, brown spotting/discharge, followed by heavy bleeding which contained what I can only guess is burnt skin tissue, constant headaches, body chills, and fevers that required me to take antibiotics for two urinary track infections. The gyn that performed the procedure and whom I've visited 6 times since has no answer as to why the bleeding and pain don't stop other than to try to convince me to have a hysterectomy and vehemently denies any wrongdoing although I have never had any spontaneous bleeding issues. I was fine prior to this procedure other than having mild incontinence and he knows that because he has treated me a number of years. I'm currently waiting for an MRI approval with a different gyn. What's troubling is that due diligence on my part was key to deciding on going forward with this very expensive out-of-pocket procedure that so many women across the internet claimed to be a life-changer. I could not find one single negative feedback on this type of radiofrequency technology that clearly is approved but not for this particular problem but yet millions of women are having it done without having any complications. I find it hard to believe I'm am the only one going through this nightmare that can, if gone untreated, cause cancer, not to mention the persistent pain, bloating, and continued suffering that has kept me from exercising, having intercourse, and simply diminished the quality of my life. The internet is clearly getting scrubbed of negative information about these procedures and it's putting many women at risk of serious health issues. Someone should really take notice because thousands of gyn's are offering these services now and whether it's the equipment or the handler that is at fault here, someone should be monitoring. Thank you for your time. I hope this message reaches the right person that will bring this troubling trend to light and perhaps save women from the desperate fear of the unknown that I'm going through an (B)(6) company. FDA safety report ID# (B)(4).